Event description:
While patient was being positioned for a mlo mammogram, foot pedal of the mammography machine stuck in up position and lifted the patient by her arm during upward movement of c-arm of the machine. During lifting, the patient's arm was bruised.